Event description:
The caller reported that the pilot balloon of the pt's tracheostomy tube had developed a leak. A non-routine replacement of the tube was required. The tracheostomy tube removed was not retained.

Manufacturer narrative:
Return of the tracheostomy tube's pilot balloon for failure investigation was requested.